Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback. The overall occurrence rate of this type of feedback remains low but will continue to be monitored. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the patient measured 25cm (perfect for a 24cm preconnect). The surgeon asked the staff to open the 24cm preconnect titan touch. Unfortunately, an extra 7 - 10 minutes was spent having to shorten the tubing and make extra connections. The device was ultimately successfully implanted.